Event description:
It was reported that during a right mid-lobectomy procedure, the device was used to transect the right mid-lobar bronchi. Successful firing of instrument. Post operation, the staple line ruptured causing substantial bleeding into lungs. Pt arrested, resuscitated and reoperated on. Pt appears to be recovering well.